Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the pocket revision occurred in (B)(6) 2014. The stimulator battery was re-positioned to a lower, more desirable location at the patient¿s right flank. It was noted that this resolved the patient¿s issue. Longevity calculations were performed to estimate implantable neurostimulator (ins) battery life. The current programmed parameters: 2.7v, 50 hz, 450pw, 3 cathodes and 6 anodes = 22.58 months to end of service (eos) and 19.58 months to elective replacement indicator (eri). The patient used it 24 hours and needed all electrodes programmed or experienced numbness. It was noted that the patient was charging all the time. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 97791, lot# n396088, implanted: (B)(6) 2014, product type: accessory; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient¿s stimulation battery was uncomfortable and it ¿seemed like the battery had migrated to the skin surface.¿ it was reported that the implantable neurostimulator (ins) was tilting at an angle and was painful and bothersome. It was stated that the system was functioning normally and the healthcare professional (hpc) did not want to revise the battery ¿because they had already revised one time before. It was stated that the managing hcp was referring the patient to another hcp. It was noted that the patient was a workers compensation case and the managing hcp and staff ¿believed that the patient may be attempting to continue to stay out of work.¿ it was noted that the caller was unsure of the 'event date' but noted that the patient implied that it had been going on for some time. It was noted that the manufacturer¿s representative advised the patient in the office yesterday that the current ins situation ¿may be anatomy related¿ and apparently the patient ¿didn't take kindly to that statement.¿ additional information received reported that there was not a 50% or greater reduction in therapeutic relief. It was state that the patient was scheduled to meet the manufacturer¿s representative for reprogramming but cancelled an hour prior to the appointment. It was stated that the patient would call to reschedule. It was reported that the patient had effective therapy in the legs only. It was stated that the patient no longer felt stimulation in the lower back. The patient wanted to have stimulation adjusted to cover the lower back.